Manufacturer narrative:
Visual analysis of the imaging provided by the distributor revealed that the unknown distal screw had broken at the middle section of the threaded part of the screw. X-ray evidence shows the broken fragments retained within the bone and plate. No other issues were identified. As the device was not returned, an as-received condition could not be assessed. The device remains implanted within the patient. Part and batch information associated with the screw remains unknown at this time. There is no indication that a design or manufacturing issue has caused the complaint condition. Multiple attempts have been made to gather information on the patient and no additional information has been received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following sections of this report have been left blank due to information being unavailable or non-applicable. A1-a6 b3, b6, b7 c1-c9 d4, d6a, d6b, d7b g5, g7, g8 h2, h4, h5, h7, h9, h10

Event description:
During a postoperative appointment 1 broken screw was discovered through imaging. No patient impact was reported.